Manufacturer narrative:
Follow-up # 1 (08/09/2013)-product evaluation: the subject meter was returned on 05/01/2013 and analysis completed on 08/05/2013 by lifescan product analysis. The reported complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging incorrect meter average. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.